Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemi-colon resection, the stapler was unable to fire. The surgeon was able to press the green button but unable to squeeze the handle. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.